Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. What tissue was the w9962 suture placed in? What was the condition of the tissue (normal, diseased, weakened)? How was the suture placed (continuous or interrupted)? You reported quantity of 2, were 2 sutures of w9962 used during one procedure? Did one suture break during the suturing? What post- operative date did the patient present with symptoms? Was there any patient event prior to symptoms (fall, cough, etc)? What was the date of the second procedure? Can you describe the appearance of the suture during the second procedure? Was the suture found broken (middle, knots)? What was used to repair the ¿defect¿? What is the surgeon opinion as to relationship of the suture contributed to the symptoms? What is the patient age, weight and medical conditions? Who performed the episiotomy repair? Do you have any suture samples of w9962 for evaluation? What is the current condition of the patient?

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2017 and the suture was used for episiotomy repair. After three to four days from the procedure, the patient experienced a suture rupture. The patient required another surgery to repair the defect. Additional information has been requested.

Manufacturer narrative:
Representative samples were returned for evaluation. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakages were observed. They were visually and functionally examined for tensile strength and they met the requirements.

Manufacturer narrative:
Additional information was requested and the following was obtained: did 1 suture rupture for each patient/procedure? Yes, 1 suture rupture for each patient/procedure please provide patient initials, age, date of birth, date of procedure, date of rupture for each patient that experienced a ruptured suture. The patient initials are not provided by hp.